Event description:
A customer reported to baxter corporate product surveillance an interlink system buretrol solution set in which a cut was observed. According to the report, the IV tubing was found to be sliced when it was taken out of the packaging. The packaging was not damaged and did not have any cuts in it. The condition was reported to have occured before priming the tubing. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and the tubing was observed with a cut through which the set leaked. The reported condition was confirmed. A batch review could not be completed as the lot number was not provided by the customer. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.